Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 1627487-2017-07776. It was reported during the patient's scs implant procedure the patient experienced a csf leak. A blood patch was performed by the dr. On the patient. Effective stimulation was achieved post- operatively and no further symptoms were reported by the patient.